Manufacturer narrative:
Product ID 8780, serial# unknown; product type catheter. (B)(4).

Event description:
It was reported that the patient experienced overdose symptoms. Over the course of the last four months, the patient had intermittent episodes of mental status change, impaired speech and at one episode had a ¿loc¿ (loss of consciousness). The first episode was on 2013 (B)(6) and the patient was hospitalized for three days. The second episode was on 2013 (B)(6) at which time a refill was done and the patient was hospitalized for six days that time. During the second episode is when the patient had the ¿loc¿. The third episode was on 2013 (B)(6) and the patient was hospitalized for two days. Each time it had happened, the symptoms cleared after twenty four hours. The patient was evaluated medically and no cause of the symptoms was found. The health care provider (hcp) was now looking at the pump. It was reported, the patient was getting good pain relief, no alarms had been heard and there were no volume discrepancies noted. No diagnostic studies had been performed. It was noted, the patient was not new to prialt as the patient had the drug in their device since implant. The device system was used to deliver prialt. It was later reported that ¿at this time¿ the hcp believed the patient was receiving adequate therapy as he did not have any pain. It was noted there were no telemetry strips or event logs available. It was reported in the past, dye and rotor studies had been done to confirm proper functioning of the pump. The hcp did not feel it was necessary to do them again at this time. It was later reported that the symptoms that caused the patient to go to the emergency department included loss of speech and confusion. It was reported within a day or two of being hospitalized and worked up, the patient¿s symptoms cleared and he returned to baseline, all without any intervention from the programmer to make adjustments to the infusion rate. When the manufacturer representative saw the patient he was not having pain. Additional information has been requested, but was not available as of the date of this report.